Event description:
It was reported that during a laparoscopic colectomy, right out from the packaging, the device was split in two from top to bottom. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found the device was received with a vertical tear initiating at the upper retracting ring and aligned with notch in the upper retractor ring. No assignable root cause. Batch history review has been completed with no anomalies reported.